Manufacturer narrative:
Additional brand name: tibial components, catalog# 100010, lot# 09040001, exp. 11/2009. Surgeon indicates that there was no evidence of device wear or failure. No corrective action is indicated. Alexandria research technologies considers this investigation closed.

Event description:
Tgs uka device(s) implanted on (B)(6) 2009. Patient presented for follow up with persistent knee pain. Radiographic assessment showed a radiolucent line beneath the tibial component. Tibial component was found to be loosened, and patient was revised to a total knee on (B)(6) 2010.